Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported that a patient underwent a novasure endometrial ablation after a salpingectomy. The procedure went along as normal and the patient left. Later that day the patient went to the emergency room complaining of abdominal pain and her belly was swollen. An ultrasound and CT scan were completed and a uterine perforation was noted. Additional information received noted that the patient was admitted to the hospital with a low hemaglobin and a hysterectomy and blood transfusion were performed. "Pathology said it was not a thermal burn. There was no thermal bowel injury." It was noted the patient is doing fine now.

Event description:
Additional information was received from the physician through discussion by the medical director. "I discussed with dr. Hubbard the possible causes of the perforation and he believes that the perforation likely occurred during the uterine sounding and prior to ablation. However, a perforation from uterine sounding would likely be identified by the cia test or during post-ablation hysteroscopy; the cia passed on the first attempt and the post-ablation hysteroscopy was uneventful. Additionally, there was no spread of thermal energy along the perforation to the serosal surface. For these reasons, I conveyed to dr. Hubbard my inability to determine when exactly the perforation occurred or whether the novasure failed to detect a non-intact uterine cavity.